Event description:
The customer reported that she has been experiencing bent cannulas and high blood glucose levels over 600 mg/dl. The customer also stated that she was hospitalized for diabetic ketoacidosis a couple years ago. The customer stated that she experienced dizziness, nausea, frequent urination and ketones. Troubleshooting was performed, and the insulin pump was programmed with the correct time, date and basal rates. The customer did not know her bolus wizard settings. Referred her to her hcp. The customer mentioned receiving motor error alarms multiple times. The insulin pump passed the prime test, but alarmed motor error during the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.